Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
A healthcare professional reported, right side device rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed.

Event description:
A healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan device.